Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was depleting faster than expected. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted and replaced. Besides surgical intervention, no additional adverse patient effects were reported. The explanted device will not be returned for analysis as it was discarded by the account.